Manufacturer narrative:
The insulin pump was received with no button response due to flattened dome switch on act button. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and cracked case near display window corners noted during our visual inspection.

Event description:
Customer reported via phone call that they received calibration errors. The blood glucose reading is over 400 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.